Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision is blurry and he cannot see past feet. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported n the lot number. At the consumer's request, the surgeon was not contacted.